Event description:
It was reported that the customer passed away due to heart failure, which resulted from a buildup of water in his lungs. The customer's doctor stated the customer had a right abdominal hematoma. The customer was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test and alarmed motor error during the basic occlusion test. The root cause could not be determined due to the insulin pump's preservation. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report.